Event description:
In 2009, pt reported, she has received ongoing e4 (occlusions) for the past 5 days. She stated e4 currently appeared during basal delivery and has resulted in an elevated blood glucose. Pt reported, her blood glucose is currently 475 mg/dl. Pt's target blood glucose is 120 mg/dl. Had pt disconnect from site and bolus 4 units through tubing; infusion device occluded at 3.7 units. Had pt remove infusion tubing and attempt to bolus 4 units through adapter; infusion device occluded at 3.2 units. Attempted to remove cartridge but pt reported, she was not able to. She states the insulin cartridge will not budge or come out. Discussed importance of finding way to deliver insulin, especially with blood glucose as high as it is. Advised if cartridge base (plunger) is stuck to the piston rod, it could cause an occlusion. On call back from pt, she reported she returned home, gave correction bolus via syringe, and blood glucose has started to return to normal. She stated, "I haven't seen anything like it" after removing stuck cartridge from infusion device. Pt reported insulin in cartridge "was like gel." She stated, "there might be something in it, it is almost cloudy" referring to insulin in the vial. Pt reported there was gel near piston rod and she cleaned it out. Advised crystallized/gelled insulin can affect movement of piston rod causing an occlusion. Advised to notify physician and MFR of concern with insulin. Advised to switch to backup infusion device using new vial of insulin. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.